Manufacturer narrative:
The information provided incorrect with the initial report. The correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Device passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime/a33 test, rewind test and excessive no delivery test. Device received with normal operating currents. No unexpected low battery alarm, unexpected battery power loss and off no power alarm noted. No motor error alarm noted. Motor passed motor test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed off no power and a motor error. The customer¿s blood glucose level was 155 mg/dl at the time of the incident. The customer stated that the insulin pump alarmed off no power without a low battery alert warning. Customer also reported to have received a motor error alarm. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. The customer was advised to monitor. The insulin pump is not expected to return for analysis.